Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, the usb cable was reportedly damaged which prevented the ability to charge the pump using the cable. The customer provided a blood glucose of 305 mg/dl. Reportedly, the customer reverted to syringe injections for insulin therapy.